Event description:
The customer reported obtaining erratic ion-selective electrode results for an unknown number of patient samples involving the unicel dxc 600i synchron access clinical system. The customer provided one verbal example of a na (sodium) result of 138 mmol/l that was repeated on another dxc and obtained a result of 129 mmol/l. A second repeat on the same dxc gave a result of 130 mmol/l. Results were not reported out of the lab. The remote management system revealed that although quality control was within the laboratory's established ranges on the date of the event, recoveries had been erratic starting (B)(6) 2014.

Manufacturer narrative:
The field service engineer (fse) found incorrectly routed ion-selective electrode tubing caused by use error by the fse during a preventive maintenance performed on (B)(4) 2014. The field service engineer also found corrosion on the sample syringe, "blue slime" (protein buildup) in the flowcell and an intermittently operating wash collar valve. The field service engineer replaced the syringe, carbon bridge, wash collar valve, disassembled and cleaned the flow cell and correctly routed all fluidic lines to resolve the issue and verified instrument performance.